Event description:
It was reported that the patient developed an infection after pacemaker surgery. The suture was used to close the skin. It was noted that the patient developed redness. Oral antibiotics were prescribed to treat the infection.